Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Event description:
As reported, approximately 3 years post op initial right tsa, this 66 y/o male patient was revised due to infection. Patient was not revised to exactech devices. Everything was removed and replaced by a cement spacer. Patient was last known to be in stable condition following the event. Unable to obtain images or x-rays. Product not returning: discarded by the hospital.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): (B)(6)- 320-15-01 eq rev glenoid plate. (B)(6)- 320-20-18 eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6)- 320-15-05 eq rev locking screw. (B)(6)- 320-20-34 eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6)- 320-10-00 equinoxe reverse tray adapter plate tray +0. (B)(6)- 300-01-09 equinoxe, humeral stem primary, press fit 9mm. (B)(6)- 320-20-18 eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6)- 320-20-30 eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6)- 320-20-00 eq reverse torque defining screw kit. (B)(6)- 320-42-00 equinoxe reverse 42mm humeral liner +0.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1: equinoxe reverse shoulder components. D4: please disregard product information. G4: please disregard 510k number. H5: device manufacture date. H6: health effect - clinical code, type of investigation.